Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The MRI tech was calling for MRI compatibility guidelines because the patient had a pump. The MRI was not related to the patient¿s infusion system devices or therapy. Per the reporter, the patient reported to the MRI scheduler that she ¿has a pain pump that is disconnected and not working¿. She told the scheduler that after it was implanted, she never saw anyone to follow up on the device.